Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that there is a suspected fracture on the patient's lead. It was also reported that in order to get pain relief, the patient needed to turn up the stimulation which resulted in feeling buzz sensation and then caused more pain. The patient was prescribed with pain medications and will undergo a revision procedure.